Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire broke when the physician inserted the device into the papilla and tried to form the bow. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.